Manufacturer narrative:
Insulin pump received with software error bad pointer, impossible default case, parameter out of range, etc. Alarm loop during power up, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart. A cold reset was performed. Error, displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery tests or verify no delivery alarm due to software error bad pointer, impossible default case, parameter out of range, etc. Alarm.

Event description:
It was reported that the insulin pump had no delivery alarm repeatedly. Customer blood glucose value was normal. The customer did not assisted with troubleshooting. The device will be returned for analysis.